Event description:
Tip of byron liposuction handpiece ref# (B)(4), lot# 090611-03 from liposuction set h liposuction new set -001 broke while in use inside of patient. All pieces are intact and accounted for and verified by surgeon.